Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred rarely between 2025-11-05 and 2025-11-06. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be a sql error.